Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the device did confirm that the actuator/heel mechanism was functioning properly. It was noted that the latchwire was kinked and bent which it could not be confirmed when this damage occurred. A review of the device history was performed for this lot and no nonconforming material reports have been initiated that are related to the failure mode. The axera 2 access system instructions for use (IFU) was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.

Event description:
This was a coronary intervention case. The patient had calcification, no tortuosity and no scarring. The heel was deployed but failed to retract and pulled through arteriotomy, with no bleeding complications. The procedure proceeded without incident, however sheath was up-sized (6f) and tried to advance but would not advance. Then used micropuncture and 8f failed, went contra restick with standard seldinger. Physician used axera device on right but was unsuccessful, and did not on left. Procedure was done via the left cfa. Physician stated calcification was encountered during the procedure. No adverse events patient was fine. No 30 day follow-up required on subject because patient went to cardiac rehab.